Event description:
The customer reported that the device shut down unexpectedly when bumped. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.